Event description:
Per the clinical trial report, the patient follow up echo shows moderate to severe ai.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Chronic diastolic heart failure from aortic stenosis, nyha class iii limitation, hypertrophic heart disease with diastolic dysfunction, coronary artery disease, hypertension, syncope, pulmonary hypertension, moderate mitral regurgitation, copd oxygen dependent, peripheral vascular disease, lung adenocarcinoma, deep venous thrombosis, lower extremities edema, colon removal, and left pleural effusion. Added reporter's phone number. Initial report also sent to FDA: no. Per the (B)(4) clinical trial report, 8 months after the transapical deployment of a 23mm sapien valve, the patient's follow up echo showed moderate to severe aortic insufficiency (ai). The patient's aortic annulus had a diameter between 2.04 to 2.10 cm and was moderately calcified; the aorta and the sinotubular junction (stj) were found to be calcified as well. The patient has moderate mitral annular calcification (mac), mild mitral sub-valvular calcification, and thickening/fibrosis. Per the intra-procedure transesophageal echocardiogram (tee) report, after deployment the sapien valve was well seated in appropriate position with a good result. There was a minimal central leak and very mild (1+) perivalvular leak). The patient was discharged to extended care 7 days after the index procedure. At that time the chf classification remained nyha class iii. On trans-thoracic echocardiogram (tte) from 8 months post tavr revealed findings consistent with hypertrophic hypertensive heart disease, diastolic dysfunction, valvular heart disease and 23 mm edwards- sapien valve implantation with resolved aortic stenosis, moderately severe central and posterior paravalvular aortic insufficiency (ai), worse moderately severe mitral insufficiency, worse moderate tricuspid regurgitation (tr), mildly dilated and hypokinetic right ventricle (rv), mildly to moderately elevated pulmonary vascular resistance and new pulmonary hypertension. When compared to previous study, the left ventricle is larger; there is worsened ai, mitral insufficiency, tr, diastolic function, and rv systolic function. Per the IFU for ascendra delivery system, leak (transvalvular or paravalvular) are among the complications associated with the use of bioprosthetic heart valves. There are multiple potential causes for aortic regurgitation. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this particular case, the cause of the ai is unknown. As images from the procedure and subsequent echos are not available for review, the final position and function of the sapien valve at the time of the procedure cannot be assessed, as well as any potential contributing factors. However, per report, the event was not due to a device malfunction. No deficiencies in the IFU and training manuals were noted in relation to this event. No additional actions are required at this time.